Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2013. Novocure was informed that patient had died at 20:25 on (B)(6) 2013. Per the prescribing physician, death was related to glioblastoma. Patient was gradually deteriorating at the time of death. Death was not related to novotff therapy. No other info was available. No adverse events associated with device use were reported. The last date of novottf therapy was not known until the equipment was returned to novocure and logfiles downloaded on (B)(6) 2013. Per logfile review, last device use was at 19:21 on (B)(6) 2013 and device was functioning as per normal operating conditions.

Manufacturer narrative:
Novocur concurs with the prescribing physician that death was related to glioblastoma; death was unrelated to novottf therapy. Death is an expected event in patients with recurrent glioblastoma due to the natural history of the disease. On the pivotal phase iii trial overall survival was 6.3/6.4 months in the novottf therapy and chemotherapy arm respectively. This event will be reported to the FDA per novocure's standard operating procedures which state that any death that occurs within 24 hours of device use be reported (patient was wearing device on day of death).